Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that device was not detected on bus for main drawer 2.1 and 2.2, a field service engineer (fse) guided the customer through a hard shutdown and advised keeping the system powered off for 5 minutes before restarting. Upon reboot, both sub-drawers were detected on the bus, and the customer successfully accessed the storage space without any issues. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es qer main drawer 2.1 and 2.2 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.